Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse(rn) contacted fresenius technical support to report a fluid leak from the cassette door of the liberty select cycler. There was also a puddle underneath the cycler. The rn stated that the fluid leak occurred last night and today after trying three different cassettes. The fresenius technical support representative issued a replacement cycler and advised that the patient should discontinue using the machine. It was indicated that an alternate treatment option was unavailable. Upon follow up, the pdrn indicated the cycler belongs to the clinic and is used for training. The patient was receiving treatment at the time of the event. Treatment was completed with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well and has continued using it for peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and the category and lot numbers are unavailable. The reported cycler has been returned to the manufacturer for physical evaluation.